Manufacturer narrative:
Correction: in the initial report it was forgotten to add information regarding the photo analysis that was performed. Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: photo analysis of image provided by customer was performed and revealed a small whitish spot in the eye. The reported event is confirmed through photo analysis. At the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Laminar phaco tip is not an implantable device. Section d6b - explant date: not applicable. Laminar phaco tip is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6) section h3: the phaco tip was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small fragment that appeared to be metal was found on the patient's iris postoperatively. The doctor noticed that the needle had different colors near the tip. The doctor has expressed concern and suggested that all phaco needles should be examined for abnormalities under a microscope. She indicated that this was the first time she encountered such an issue. No further detail was provided.